Event description:
Caller alleges established pt (target range 2.0-3.0, last week resulted 1.5 on (B)(6)), inr2 meter at dr's office gave 1.6, lab draw within the hour gave 2.8.

Manufacturer narrative:
Investigation pending.